Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie failed to open and unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of incident, it was determined that the error when issuing from drawer 3 and revealed a configuration mismatch, cycle count showed the item assigned to bins 03-07 and 03-08, while cubie admin indicated bin size assignments that did not match what was physically installed. A technical support specialist (tss) confirmed that system showed size-1 cubie with fluconazole in position 8, but the customer confirmed a size-2 cubie with vancomycin was physically present. The customer was guided to cycle count bin 03-07 with a quantity of zero to clear the mismatch, after which issuing from bin 03-08 was successful. The customer was advised to request pharmacy to de-assign the item from drawer 3 position 8 to prevent recurrence. The system functioned as intended after the technical support specialist assessed the device.